Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red and itchy rash on his body. There was no alleged device malfunction contributing to the irritation. The patient was at the hospital and it was reported that the patient used prednisone for the skin irritation. There is no indication that the patient was hospitalized due to the skin irritation. The patient's physician also advised the patient to apply a cream to the irritation. Follow up indicated that the patient removed the lifevest and the skin irritation improved.